Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. Customer indicated they have back up manual injections for continued insulin therapy.